Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to call tech support error observed on screen. Open receiver case for internal visual inspection and passed. Receiver download failed due to call tech support error observed on screen. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.